Manufacturer narrative:
An event of perivalvular leak, patient device interaction problem, valve under expansion, heart failure, and aortic valve regurgitation. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. The reported perivalvular leak appears to be related to patient condition (severe calcification). A cause for the reported valve under expansion could not be conclusively determined. The reported patient device interaction problem appears to be a result of worsening patient condition (perivalvular leak with heart failure). Causes for the reported heart failure and aortic valve regurgitation could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6: health effect - impact code: 4624 and 4641 added.

Event description:
Subsequent to the previously filed report, additional information was received: diuretics were administered. Due to this, an explant of the navitor was performed on (B)(6) 2024 and a valve replacement surgery was performed.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial) was implanted successfully utilizing a large flexnav delivery system. Pre-dilatation was performed with nucleus balloon 20mm. Short diameter of valve was 19.6mm. The valve was implanted at a depth of non-coronary cusp 6mm and left coronary cusp 7mm. No perivalvular leak was observed. On an unknown date in (B)(6) 2024, moderate perivalvular leak was observed. The physician commented that severe calcification may prevented proper sealing of the navitor. Since approximately (B)(6) 2024, the patient has been repeatedly hospitalized for heart failure. Due to this, an explant of the navitor is planned and a surgical aortic valve replacement will be performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.